Event description:
It was reported that a patient's pacemaker exhibited undersensing on the ventricular channel. On (B)(6) 2021, the pacemaker's sensitivity was increased. The patient is noted as stable.